Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely after exercising at the gym. The customer was therefore unable to monitor glucose via sensor, and reported accidently self-treating with too much insulin (dose/type unknown). The customer experienced a loss of consciousness and was taken to the hospital where he received treatment of glucose via IV for hypoglycemia. There was no report of death or permanent injury associated with this event.